Event description:
It was reported that patient¿s device was explanted due to infection. It is unknown if the associated leads were extracted. Further information was not provided.

Manufacturer narrative:
Analysis was normal. No anomalies were found.